Event description:
The surgeon reported that during the implant surgery, the pt experienced a gusher.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the surgeon was able to seal the gusher with temporalis fascia without further complications. The patient is remains implanted and continues to use the device.